Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of sudden stimulation was not able to be determined. There are no known causes of the problem. The issue had been resolved. They reported that they met with the patient on (B)(6) and deleted all program settings. As of this morning the patient confirmed that they had not had overstimulation since the programs were deleted. An explant is being scheduled. It was reported that the patient¿s weight was not available. The provided information has been confirmed with patient and physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had overstimulation with stimulation off. It was indicated that the rep was not with the patient or healthcare provider (hcp) to do further troubleshooting at the time of the call. It was reported that the event of the strong stimulation sensation down the patient legs occurring this ((B)(6) 2018) evening prompted paramedics to be called. All programs were turned down to 0v and their stimulation was turned off. The paramedics checked the device and did turn it back on, but confirmed it was on 0v on program 1 and 2. They turned stimulation off again with stimulation still occurring. There was no report of overdischarge but they attempted physician mode resets (pmr) as precaution to attempt to reset the ins. However, this did not resolve the issue. The rep stated they would attempt to meet the patient in the hcp office in the morning or if the patient was distressed to go to the emergency room. The rep stated they discussed capturing a data file report. It was indicated that a surgical issue with changes prompt this issue. It was reported that in the past month the patient had a small bowel obstruction and lost 60 pounds of weight, with increased lower back pain. The patient also reported having neuropathy. The patient reported that in the middle of the night on (B)(6) 2018, when they were laying in bed, stimulation was on and increased to over 7 volts. It was reported that this prompted the paramedics to come to their house. The rep spoke with the patient during the day on (B)(6) 2018 who turned stimulation off and programs were set to 0v. (It was noted that the rep may have spoke with the patient on the evening of wed, (B)(6) 2018). The event of strong stimulation sensation down the patient legs with stimulation off at 0v prompted paramedics to be called again. The rep was advised to meet with the patient to a data file. Symptoms reported were shaking and strong stimulation sensation down the patient¿s legs. The event began on (B)(6) 2018. No further complications were reported/anticipated.